Event description:
The groundong pin on the transcutaneous monitor power transformer had broken loose from the mounting base of the transformer and came in contact with the a.c. Power pins. This caused the pts' head wall circuit breaker to lose all electrical power. There was no change in status of the pt.